Event description:
Patient reports she started using pessary to provided support to vaginal tissues patient reports it got infected and had a minor surgery to remove it patient is now taking antibiotics. Patient reports she held her therapy last month due to having dental work. No additional information provided. Patient does not consent to be contacted.